Event description:
It was reported by a customer from singapore that an 840 ventilator stopped cycling, and became incorporative. There was no pt involvement.

Manufacturer narrative:
A covidien customer service engineer (cse) evaluated the 840 ventilator, and verified the reported malfunction. The cse replaced the o2 air flow sensor, ran all required calibrations and tests. The unit passed all tests, and was operating within manufacturer's specifications. (B)(4).